Event description:
The home patient (hp) reported her transfer set became disconnected from her peritoneal dialysis catheter during treatment, while using the homechoice cycler. The hp noted leakage. The hp had both the adapter and the transfer set changed by her nurse and was treated out-patient to receive prophylactic antibiotics. No patient injury associated with this incident.